Manufacturer narrative:
Date received by manufacturer: 17sep2019. Report date: 18sep2019. The touchscreen (assy, touch screen, user intf, v8000) was returned to failure investigation (fi) for evaluation. Optical inspection revealed yellowing of top corners, suspected inter-layer delamination/bubbling, and minor surface smudging/fingerprints. The touchscreen will be installed into a known good ventilator and boot into normal operation. Check for alarms and errors. Turn off unit using touch screen. Multiple regions of the screen are unresponsive. Unable to calibrate screen. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.